Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: neu_unknown_cath, product type catheter.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient experienced failures of delivery failure and catheter failure. The patient had injuries of failure of therapy pain, spasticity, surgery, hospitalization, and was continuous in nature. The date of injury was noted as under investigation. The device was explanted on an unknown date. No further complications were reported.